Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02544. It was reported that the patient was unable to place the system into MRI mode due to high impedances and there is bleeding and discharge at the ipg site. Surgical intervention took place wherein the system was explanted and replaced to address the issue. The same ipg pocket site was used.